Event description:
It was reported to medtronic minimed that the customer passed away at home on (B)(6) 2025. The customer was not admitted to a hospital prior to the reported incident. The cause of death was hyperglycemia. Customer blood glucose was 1030 mg/dl at the time of the incident. The last known product(s) for this customer are as follows: unk-ngp, unomedical, mmt-342, unk_transmitter, and mmt-7040ma. Troubleshooting was performed for deceased reporting; the customer wore an insulin pump at the time of passing. Customer was using the insulin pump system within 48 hours of the reported event, and it was unknown that the customer was not using sensors. There is no mention of the auto mode feature at the time of the event. No product return is required for unk-ngp, unomedical, mmt-342, unk_transmitter, and mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.